Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: additional samples were returned for analysis. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one open box with twenty-nine unopened samples that pertain to the product code vcp9982h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one open box with twenty-nine unopened samples that pertain to the product code vcp9982h. As per the sampling plan, visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related events reported via 2210968-2023-04640, 2210968-2023-04641, 2210968-2023-04642, 2210968-2023-04643, 2210968-2023-04644, and 2210968-2023-04645.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what was the initial approach for the index surgical procedure? (Open, laparoscopic, or other)? Laparoscopic. On what tissue was the suture used? Suture of the renal pelvis with the ureter. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? The back wall was sewn together with one continuous piece, and the front wall with another continuous piece; standard practice. However, due to stitching tearing, the back wall had to be sewn two or three times, and the front wall had to undergo the same process. How was the suture originally tied (multiple knots, square knot, etc.)? Four to five knots were tied using a needle holder. What instruments were used in this procedure to handle the suture? Needle holder, specialized laparoscopic needle holders, and occasionally a dissector. What symptoms did the patient experience following the index surgical procedure? Onset date? In case of dehiscence, urine leakage into the abdominal cavity occurred on the 3rd to 4th postoperative day, on (B)(6) 2023. What was the date the suture broke post-op? The suture broke during the surgery on (B)(6) 2023. Were there any patient stress factors that precipitated the event of suture breakage post-op? No. Please describe any medical/surgical intervention required for the post-op suture breakage event, including dates and results. Described in previous questions did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement, or during any re-operation? During the surgery, there was an issue with the thread breaking from the needle. Other relevant patient history/concomitant medications? None. What is the physician's opinion as to the etiology of or contributing factors to this event? Low-quality stitching. What is the patient's current status? After the revision on (B)(6) 2023, the patient is doing well. No apparent difficulties were observed. Additional information was requested, and the following was obtained: did another suture also break intra-op? Yes, sutures were breaking from the needle or did the suture only break post-op? Maybe it was not well explained, the quality of stitches was so bad that it required reoperation. Did the patient experience a wound dehiscence post-op? Yes. Did the patient experience an anastomotic leak of the ureter post-op? Please explain. In case of dehiscence, urine leakage into the abdominal cavity occurred on the 3rd to 4th postoperative day, on (B)(6) 2023. Note: related events reported via 2210968-2023-04640, 2210968-2023-04642, 2210968-2023-04643, 2210968-2023-04644, and 2210968-2023-04645 corrected information: h3, h6 type of investigation, h6 investigation findings, h6 investigation conclusion.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ 275 g/m h6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? New operation again over the weekend, revised, restore half of the suture. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No at time of surgery, but at the weekend had to be surgery performed again. What tissue was being sutured when the event occurred? Renal pelvis. Was additional dissection required in other organs/tissues other than the target tissue? No. What is the lot number? Probably sjmbkt. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Shipment is pending. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Hcp. Was the additional needed operation on the weekend related to the prolonged surgery (45 min) related to the needle suture separation on the initial surgery (sutured on renal pelvis)? No, due to prolonged surgery but because of bad quality of stiches, post-op suture breakage. Why was an additional surgery performed? Because the half of the stitches had to be retrieved and restored, post-op suture breakage. Did wound dehiscence occur? No. What does it mean "restore half of the suture"? Please confirm, does it mean the used suture was retrieved and restored? Yes, retrieved and restored. How many sutures pulled off the needle during the procedure on 14-jun-2023? Five, 4 sutures were separated from the needle, with last one finished surgery. How many sutures broke post-op? Only one. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? What symptoms did the patient experience following the index surgical procedure? Onset date? What was the date the suture broke post-op? Were there any patient stress factors that precipitated the event of suture breakage post op? Please describe any medical/surgical intervention required for the post-op suture breakage event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2023-04640, 2210968-2023-04642, 2210968-2023-04643, 2210968-2023-04644, and 2210968-2023-04645

Event description:
It was reported that a patient underwent a hydronephrosis procedure on (B)(6)2023 and suture was used for anastomosis. During the procedure, the suture was separated from needle. The procedure was completed successfully and without complication, however. The procedure was delayed 45 minutes. There were no adverse patient consequences reported. Additional information was requested.